Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 focused force dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. In the functional testing, the balloon was inflated with the in-house presto inflation device and during the inflation no leak was noted. Then further the balloon was cut and blood residues were noted to the inflation lumen under microscopic observation. No further testing was performed. As dry blood residues were noted within the inflation lumen of the balloon catheter and shaft, the functional testing couldn¿t be performed further to observe the evidence of balloon rupture. Hence, the investigation for the reported balloon rupture remains inconclusive. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of a calcified target lesion, the pta balloon was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2023) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure of a calcified target lesion, the pta balloon was allegedly ruptured. There was no reported patient injury.